Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a dialysis catheter. The customer states the catheter was leaking at the hub. The catheter has been used for 6 months. The catheter was then pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.